Event description:
Hcp reports pt had a valsalva maneuver three days post initial implant. Later that day they presented with a severe headache and dizziness. Pt was admitted to the hosp, had a seizure that night, and was intubated. The pt is reported as doing fine now.